Event description:
Same case as MFR's report# 6000093-2006-00884. 135 days after implantation of a 2.75x28 mm and a 3.5 x 32mm taxus express2 drug eluting stent an in-stent thrombosis occurred. During the initial procedure, the target lesion was located in the saphenous vein graft (svg) to the distal 1st obtuse marginal artery. A pre-intervention stenosis of 90% was reported. Following multiple inflations with a 2.50 x 20mm maverick balloon, a 2.75 x 28mm taxus stent was deployed, followed by post dilation with the stent balloon. Then, a 3.5 x 32mm taxus stent was deployed, followed by post dilation with the stent balloon. A post-intervention residual stenosis of 0% was reported. The pt received angiomax and nitroglycerin during the procedure. No info concerning lesion calcification or vessel tortuosity was reported. It was reported that the pt had no complications. The pt presented 135 days after the initial procedure with an in-stent thrombosis in the svg to the 1st obtuse marginal artery. A pre-intervention stenosis of 99% was reported. A 3.0 x 18mm cypher drug eluting stent was deployed in the lesion. A post-intervention residual stenosis of 0% was reported. The pt received heparin, integrilin, adenosine, and nitroglycerin during the procedure. It was reported that the pt had no complications.